Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center; however, the reported failure was not duplicated. Further conclusive cause of the reported failure could not be determined.

Event description:
It was reported that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.